Event description:
It was reported that the colonovideoscope had a tar-like substance streaking near the distal tip. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, where the reported failure was confirmed. The investigation did not identify a root cause. Consequently, the most probable cause of the malfunctions could not be established. If additional relevant information becomes available, an additional supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.